Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side ¿extracapsular rupture 2022¿, ¿intracapsular rupture 2021¿, ¿some folds are visible in the right prosthesis that present echogenic content¿, ¿mammary bilateral pain¿, ¿benign calcifications in both breasts¿. Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: -rupture observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. -calcification: unable to confirm as it is a medical event not related to the device. Crease/folding of implant: unable to confirm as it is a medical event not related to the device. Observed two devices no labeled for side explanted, one device have an opening and the other appears to be intact. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
The device has been explanted.